Event description:
As reported by the (B)(4) study, a patient experienced a peri-procedure myocardial infarction (mi) and stable angina at the time of the 12 month visit. At the time of the index procedure, angiography revealed 80% stenosis of the proximal circumflex. The patient had experienced an st elevation mi four to five weeks prior to the index procedure with placement of a non-cordis stent in a non-target vessel. The index procedure was a staged procedure for known circumflex disease. The lesion was 14mm in length, class b1 and de novo with timi 3 flow. The reference vessel was 3.0 mm in diameter. The lesion was pre-dilated with a 3.0 x 12mm non-cordis balloon and a 3.0 x 18mm cypher rx was implanted at 11atm. The stent was post-dilated per standard procedure to fully dilate the stent with a 2.0 x 12mm non-cordis balloon at 20atm. Post procedure ckmb peaked at 9.7 (uln 5.0) and troponin I peaked at 1.99 (uln 0.4). According to the cec adjudication committee this met the arc definition of a peri-procedure mi. The ECG core lab reported no new major st-t abnormalities and no q waves. The investigator felt that no peri-procedure mi had occurred. There were no post-procedure complications and the patient was discharged the day after the index procedure. At the time of the 12 month follow-up, it was noted that the patient had experienced stable angina. There was no reported treatment or testing for the angina.

Manufacturer narrative:
Concomitant medications included: lopressor 50mg twice daily since (B)(4) 2010, crestor 5mg daily since (B)(6) 2010, aspirin 325mg since (B)(6) 2010, clopidogrel 75mg since (B)(6) 2010; heparin intra-procedure concomitant device: quantum apex rx 3.0 x 12mm balloon. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, a patient experienced a peri-procedure myocardial infarction (mi) and stable angina at the time of the 12 month visit. This is a (B)(6) male with medical history including hyperlipidemia, angina, family history of coronary artery disease, myocardial infarction ((B)(6) 2010), previous pci ((B)(6) 2010) and smoking. At the time of the index procedure, angiography revealed 80% stenosis of the proximal circumflex. The patient had experienced an st elevation mi four to five weeks prior to the index procedure with placement of a non-cordis stent in a non-target vessel. The index procedure was a staged procedure for known circumflex disease. The lesion was 14mm in length, class b1 and de novo with timi 3 flow. The reference vessel was 3.0 mm in diameter. The lesion was pre-dilated with a 3.0 x 12mm non-cordis balloon and a 3.0 x 18mm cypher rx was implanted at 11atm. The stent was post-dilated per standard procedure to fully dilate the stent with a 2.0 x 12mm non-cordis balloon at 20atm. Post procedure, ckmb peaked at 9.7 (uln 5.0) and troponin I peaked at 1.99 (uln 0.4). According to the cec adjudication committee this met the arc definition of a peri-procedure mi. The ECG core lab reported no new major st-t abnormalities and no q waves. The investigator felt that no peri-procedure mi had occurred. There were no post-procedure complications and the patient was discharged the day after the index procedure on dual anti-platelet therapy. At the time of the 12 month follow-up, it was noted that the patient had experienced stable angina. There was no reported treatment or testing for the angina. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15212551 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the event.